Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that inflation issue and balloon leak occurred. The target lesion was located in the left anterior descending (lad) artery. After a non-bsc inflation device was hooked up. A 4.00x28mm promus element plus stent delivery system was selected and was advanced to the lesion; however the device failed to inflate despite several attempts. Contrast was unable to be filled in the stent balloon. The device was then removed. The procedure was completed with another 4.00x28mm promus element plus stent and was successfully deployed. No patient complications were reported and the patient status was fine. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was flared at both ends, consistent with the so called "dogboning" effect, where due to minor positive pressure on the balloon the stent expands at both ends. The device was connected to an encore inflation device but could not be inflated possibly due to solidified contrast media. The device was conditioned in a 37° water bath for 24 hours after which the device was inflated to nominal pressure and deflated with no issues noted. The stent was deployed with no issues noted. The inflation device was verified at 11 atm before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).